Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the outer body was compressed on its proximal, middle, and distal shaft length. The inner body was in the outer body. The inner body proximal shaft was slightly bent. The inner body bumper marker was just proximal to the stent proximal markers. The stent was partially protruding through the outer body distal end. The outer body was flushed with water. Attempts were made to advance and pull back the inner body in the outer body. The inner body was held stationary and the outer body was withdrawn and the stent was fully deployed on the lab bench. There was a lot of friction while the outer body was being withdrawn likely due to the observed anomalies. The stent was examined under magnification. No anomalies were observed with the stent. The reported issues are indicative of high friction during deployment. The root cause of high friction during deployment cannot be definitively determined in this case. Identified possible causes are: highly tortuous anatomy; inadequate flush; manufacturing defects/improper materials/design; a locked rhv; a steam shaped tip or the tip being locked in the outer body. Because of the high friction, the user may have applied excessive force between the inner and the catheter in an effort to deploy the stent. This tensile force in the catheter can cause stretching/damage of the microcatheter/outer body, and the corresponding compressive force in the inner body can cause compression of the inner body, which may manifest itself as buckling, bending, and possibly kinking and breakage. As there is no indication of tortuous anatomy, a lack of continuous flush, a locked rhv, steam shaped tip or the tip being locked in the outer body, a cause of undeterminable will be assigned to this event.

Event description:
Based on investigation of the returned product, it was found that the stent partially deployed. There was no impact to the patient.